Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the insulin pump did not keep the time properly. Customer¿s blood glucose was 300 mg/dl at the time of incident. Customer stated that they reset the time and its keeps on getting 10 mins or more late. Customer states the loss was greater than 1 minute per week. Customer states loss was greater then 4 minutes per month. The insulin pump will be returned for analysis.

Manufacturer narrative:
Time/clock anomaly not confirmed during testing. Device passed the self test and displacement test.(B)(4).